Manufacturer narrative:
The positioning sensor unit (psu) was returned for analysis and the initial complaint was confirmed. There was a system fault code indicating that the component had low battery voltage. After replacing this component on site, the system began to function as intended once again. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site stated that the camera has a flashing amber light on it. The site used an axiem for the future case. There was no patient present at the time of the event.